Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates swg(spring wire guide)/catheter resistance - kinked.

Event description:
The customer reports that the metal guide did not pass through the distal lumen of the catheter.

Event description:
The customer reports that the metal guide did not pass through the distal lumen of the catheter.

Manufacturer narrative:
Qn#(B)(4). The customer returned one cvc kit with lidstock containing a catheter, spring wire guide (swg) assembly and ars. The swg was returned within the advancer tubing. Visual inspection of the swg revealed one kink and some minor bends in the body. Visual inspection of the catheter revealed no obvious defects or deformities. Microscopic examination confirmed both welds were present. After functionally testing the swg with the catheter, it was determined that the cutting the catheter was necessary. The catheter was cross sectioned at the distal end of the juncture hub. This revealed a misshaped extrusion for the distal line. The kink in the guide wire was located 380mm from the proximal end. The bends were located roughly at 255mm and 465mm from the proximal end. The overall length of the guide wire measured 603mm which is within the specification of 596-604mm per guide wire product drawing. The outer diameter of the guide wire measured 0.800mm which is within the specification of 0.788-0.826mm per guide wire product drawing. The length of the catheter body was measured to be 205mm which is within specifications of 203-215mm per catheter graphic. The outer diameter of the catheter body measured 0.096" which is within specifications of 0.094-0.098" per catheter extrusion graphic. The outer diameter of the distal extension line was measured to be 0.087" which is within specifications of 0.084-0.088" per distal extension line extrusion graphic. The returned wire guide was passed through the returned ars and a lab inventory 18ga introducer needle to functionally test. The swg passed through both with minimal resistance. The swg was inserted into the returned catheter to functionally test but it got stuck near the distal section of juncture hub. The swg was able to be forced through but no biological blockage was pushed out, so the catheter juncture hub was cut to further analyze the resistance. A manual tug test confirmed the distal and proximal welds were intact. A device history record review was performed on the guide wire and catheter; no relevant manufacturing issues were identified. The IFU provided with this kit warns the user, "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested. Although the incidence of spring-wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the wire.". The report that the guide wire kinked was confirmed through examination of the returned sample. The wire guide body had 1 kink and two minor bends in it. The guide wire and catheter met all relevant dimensional specifications but when functionally testing, the swg got stuck at the catheter's juncture hub. It was determined not to be a biological blockage, so the juncture hub of the catheter was cut. This revealed a misshaped extrusion on the distal line. Manufacturing - extrusion caused this event and a non-conformance has been created to further investigate the misshaped extrusion of this catheter.